Event description:
The tip of this anchor broke off into a pt's cartilage and the broken piece was not able to be retrieved. The surgeon did experience a delay to the surgery but it was not a "significant" delay (>40 minutes). The broken piece remains embedded in the patient's bone, not free floating in the joint. A back-up anchor was used to complete the surgery without further complications. When asked about site preparation, the nurse suggested these anchors did not need preparation prior to insertion. Once informed that the site does need preparation, she said she was not in the room therefore did not know how or even if the site was prepared prior to insertion of the anchor.